Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821r, lot #: unknown, UDI #: unknown, ubd: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the positioning sensor unit (psu) failed an accuracy test on this system. This was reported outside of a procedure. There was conflicting information regarding the presence of a patient. It was indicated that there was no patient present, as well as that there was no patient impact.

Manufacturer narrative:
Additional information was received. A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. (B)(4). The returned psu powered up on the test bench without issue. A check of the event log showed an intermittent history of firmware incompatibility. Although the psu had recently failed an aak test, on the test bench, the psu passed an accuracy test (aak) at .19 mm. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that there was no patient involved.